Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient had pseudomonas infection which the patient apparently had since the device was implanted. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.